Manufacturer narrative:
The following other devices were also listed in this report: unknown accolade tmzf size 2.5 stem; unknown 40 mm liner; unknown 40 mm standard v40 metal head; unknown cancellous bone screw; unknown cancellous bone screw; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient was suffering from painful irritation of the right hip. There was grinding, clunking noise and elevated levels of metal ions. The doctor ordered cultures and discovered that the entire hip was infected. Initially the head and liner were going to be exchanged. As a result of the infection, the surgeon opted to explant everything.